Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient returned for routine follow up and the CT scan demonstrated that there was a proximal type I endoleak present. The aortic neck measured 29 mm in diameter, the left side of the stent graft was at the level of the renal artery and the right side of the stent graft was 9 mm below the renal artery and this was attributed to the 25 degree angulation of the aortic neck, disease progression and aortic neck dilatation. A 32 mm endurant aortic cuff was implanted at the level of the left side approximately 3 to 4 mm below the renal artery; however, the proximal type I endoleak did not resolve. A palmaz was implanted proximal to the 32 mm cuff and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).